Event description:
Oxygen flowmeter knob on inoblender was stuck in the off position [device issue]. Heart rate dropped [heart rate decreased]. Sats dropped [oxygen saturation decreased]. Case description: a maude event report (B)(4) received from the FDA on march 18, 2013 stated "the knob on the ino machine was stuck in the off position and could not be turned". The maude report did not provide the model or serial number of the device but did include the date of the event and the reporter/facility information. A search of the complaint and safety databases by facility revealed that the same facility contacted ikaria on (B)(6) 2013. The rt reported to ikaria that a baby on inomax who needed to be suctioned experienced a decrease in heart rate and oxygen saturation which was exacerbated and prolonged by a device issue. Additional information was obtained on (B)(6) 2013. Relevant medical history/co-morbidities: 1 month old full term female, pulmonary hypertension, arch reconstruction, ventricular septal defect (vsd) closure, residual vsd-patch dehiscence, left ventricular-right atrial (lv-ra) shunt, and congestive heart failure (chf)/pulmonary overcirculation. A female infant status post cardiac surgery with pulmonary hypertension was on ventilator (settings and type were not provided) and was receiving inomax (dose unspecified) via inomax dsir# (B)(4). On (B)(6) 2013 a nurse was alerted via a monitor that the baby's heart rate had dropped into the 90s (baseline 130s) and that her oxygen saturation was in the low 80s (baseline 100%). Recognizing that the baby needed to be suctioned, the nurse attempted to turn the oxygen flowmeter knob on the inoblender (B)(4) so that she could use the device to manually ventilate the baby. The nurse reported that the knob was "stuck in the off position" and that she could not turn it. While the nurse continually tried to turn the knob, the baby's "heart rate and sats dropped" she confirmed that heart rate did not drip below the 90s nor did the oxygen saturation drop below the low 80s. A male rt was summoned, he was able to turn the oxygen flowmeter knob on, and within a minute the baby's heart rate and oxygen saturation improved (nos). It was noted that the baby "recovered" after she was suctioned and sedated. Inoblender (B)(4) was removed from service by the customer and was returned to the company for investigation. According to the director of respiratory therapy at the facility, whenever the rt is calibrating the machines they are turning the knob for the flowmeter all the way off, which "makes it hard to turn the flow back on". The ikaria ccbm provided a training/in service to the rt staff on (B)(6) 2013. The nurse considered the exacerbated and prolonged decrease in heart rate and oxygen saturation to be related to the device issue. The nurse did not report whether the event was related to inomax.

Manufacturer narrative:
The maude event report (B)(4) received from the FDA on march 18, 2013 stated "the knob on the ino machine was stuck in the off position and could not be turned". Evaluation summary: the inoblender was returned for service investigation. The oxygen flow control knob turned freely when tested by the service technician. The oxygen flow control knob on the inoblender is turned on and then shut off as part of the inomax dsir pre-use checkout procedure performed by users prior to use of the device on each patient. Therefore, the most likely root cause for the observation of the nurse is that the knob was turned too tightly when the oxygen flow was shut off by the rt during the most recent pre-use checkout procedure. As indicated in the event description above, an ikaria representative did provide training to the rt staff at the facility on (B)(6) 2013 to address this issue. It should be noted that this MDR is being submitted in response to a voluntary maude report submitted by the hospital, as is ikaria's practice. A medwatch form was not submitted at the time the event was originally reported to ikaria by the hospital because there was no indication that serious injury had occurred to the patient and no device malfunction was detected.